Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the pin part of the lead cracked when the lead was pushed into the tunneling tool. There was also high and increased impedance, possible fracture and sensing increased. The surgeon had to cut the sutures and put in a new epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. The distal connector of the lead was extrinsically bent, visual summary analysis of the lead indicated damage at implant.